Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material cannot be identified. There was no evidence of reprocessing deviation from the instructions for use and no physical damage on foreign material detection points. Olympus will continue to monitor field performance for this device.

Event description:
Procedure was a colonoscopy. The issue was noted after the procedure. The procedure was completed with the same device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the following: the nozzle was clogged by a solid and translucent material, the bending section cover glue was separated, the light guide lens were chipped, there was an abnormal noise of the universal cord during handling, the switchbox was worn out, and the cable unit was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the nozzle was found to be clogged with solid and translucent material. This report is being submitted for the event found during evaluation. There was no patient involvement.